Manufacturer narrative:
Updated fields: b4, e2, e3, g4, g7, h2, h3, h4, h6(investigation type, investigation findings & investigation conclusions), h10, h11. Corrected fields: b3, g1(contact person).

Event description:
N/a.

Manufacturer narrative:
The customer has not requested getinge to evaluate the iabp in connection with this event. A getinge field service engineer (fse) called the customer's biomed and was able to troubleshoot over the phone. The problem was resolved by making sure that the internal tank psi did not drop more than 3 psi in 30 min. Upon completion of our investigation, a supplemental report will be submitted. The full name of the event site was shortened due to field character limit; the full name is: (B)(6).

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) has a helium leak. There was no patient involvement, and no adverse event reported.